Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was reading "low or marginal flow." Patient temperature (pt) was 36.7c, targeted temperature (tt) was 37c, water temperature (wt) was 39.3c, flow rate (fr) was 1lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37 percentage. Confirmed one neonate pad in place. Explained relationship between heater capacity and flow rate (fr). The nurse confirmed the flow rate (fr) had been 0.9lpm-1lpm during shift. Explained water temperature (wt) was high confirming heater was functioning properly and patient temperature (pt) and almost at targeted temperature (tt).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was reading "low or marginal flow." Patient temperature (pt) was 36.7c, targeted temperature (tt) was 37c, water temperature (wt) was 39.3c, flow rate (fr) was 1lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37 percentage. Confirmed one neonate pad in place. Explained relationship between heater capacity and flow rate (fr). The nurse confirmed the flow rate (fr) had been 0.9lpm-1lpm during shift. Explained water temperature (wt) was high confirming heater was functioning properly and patient temperature (pt) and almost at targeted temperature (tt).